Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath was received for evaluation. An event of a ¿strands of plastic extending from the center portion of the sheath¿ was reported. A strip of delaminated agilis liner was returned with the device and was confirmed to be a portion of the sheath jacket lining. The sheath was dissected and a section of the jacket liner from the interior of the sheath was found delaminated, consistent with the reported issue. The cause of the jacket liner delamination remains unknown.

Manufacturer narrative:
The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial tachycardia procedure, the agilis sheath came apart during removal of device. It was noted that there were strands of plastic extending from the center portion of the sheath into the vein. The strands of plastic were pulled from the vein and off of the sheath prior to closure of the vessel. It is not alleged that any pieces remained in the patient. The patient has been discharged.